Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. No excessive no delivery alarms noted. Device received with intermittences buttons due to flattened dome switches. No unlocked lcd keypad connector. Device received with cracked case at display window corners and battery tube threads. Device received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a no delivery alarm. During troubleshooting, it was found that cannula was bent. Customer's blood glucose was 41 mg/dl, which was treated with juice. Customer also reported that buttons were difficult to press. Customer was advised that insulin pump would need to be replaced.